Event description:
It was reported that there was a "leak" at the blue (venous) port (female luer) of the ash split catheter. The catheter was removed. There was no reported bloodloss and the current condition of the patient is stable.